Event description:
It was reported that the anesthesia system generated a technical error indicating the safety valve open. There was no patient harm reported. Manufacturer's ref. # (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. The anesthesia system was investigated on-site by our field service engineer. The reported failure was reproduced and it was found that the inspiratory pressure transducer pcb was faulty. It was replaced which solved the issue. The pressure transducer pcb has not been returned for investigation. The evaluation of the received device logs confirms the reported technical error code indicating open safety valve and also that the system checkout failed in the pressure transducer test. The pressure transducer test failed due to the zero pressure offset for the inspiratory pressure transducer pcb had drifted outside defined intervals (drifted more than +/-300 mv from factory default). The measured zero pressure offset was at most 5.2 v and normally the pressure transducer pcb has a factory calibrated zero pressure offset value around 2 v. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion is that the reported failure was caused by the faulty inspiratory pressure transducer pcb and most probable due to a drift in the pressure sensor on the pcb.